Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 26-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C68792) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ pain, cramps in abdomen"), abdominal distension ("lower abdominal swelling"), paraesthesia ("tingling in upper limbs"), neck pain ("neck pain"), the first episode of menorrhagia ("marked menorrhoea"), the second episode of menorrhagia ("menorrhagia/ heavy menstrual bleeding with intense pain"), dysmenorrhoea ("heavy menstrual bleeding with intense pain"), tinnitus ("tinnitus"), ear discomfort ("plugged ears"), allergy to metals ("allergy to nickel"), fatigue ("constant chronic fatigue"), dizziness ("dizziness"), uterine cervical pain ("constant cervical pain") and rash pruritic ("plaques of spots come and go with itching"). At the time of the report, the pelvic pain, abdominal pain, abdominal distension, paraesthesia, neck pain, the last episode of menorrhagia, dysmenorrhoea, tinnitus, ear discomfort, allergy to metals, fatigue, dizziness, uterine cervical pain and rash pruritic outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dizziness, dysmenorrhoea, ear discomfort, fatigue, neck pain, paraesthesia, pelvic pain, rash pruritic, tinnitus, uterine cervical pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: following placement of the essure inserts, her body changed and various health problems arose. The symptoms started after placement and have worsened over time. She did not have allergy tests for nickel prior to placement of the inserts, and it turned out the allergy specialist confirmed an allergy to nickel. Removal of essure inserts on-going. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: positive for allergy to nickel ++. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 9.336 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-dec-2017: similar incident listing attached and case updated accordingly. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (b2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 44-year-old female patient who had essure (batch no. C68792) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ pain, cramps in abdomen"), abdominal distension ("lower abdominal swelling"), paraesthesia ("tingling in upper limbs"), neck pain ("neck pain"), the first episode of menorrhagia ("marked menorrhoea"), the second episode of menorrhagia ("menorrhagia/ heavy menstrual bleeding with intense pain"), dysmenorrhoea ("heavy menstrual bleeding with intense pain"), tinnitus ("tinnitus"), ear discomfort ("plugged ears"), allergy to metals ("allergy to nickel"), fatigue ("constant chronic fatigue"), dizziness ("dizziness"), uterine cervical pain ("constant cervical pain") and rash pruritic ("plaques of spots come and go with itching"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, paraesthesia, neck pain, the last episode of menorrhagia, dysmenorrhoea, tinnitus, ear discomfort, allergy to metals, fatigue, dizziness, uterine cervical pain and rash pruritic outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dizziness, dysmenorrhoea, ear discomfort, fatigue, neck pain, paraesthesia, pelvic pain, rash pruritic, tinnitus, uterine cervical pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: following placement of the essure inserts, her body changed and various health problems arose. The symptoms started after placement and have worsened over time. She did not have allergy tests for nickel prior to placement of the inserts, and it turned out the allergy specialist confirmed an allergy to nickel. Removal of essure inserts on-going. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: results: positive for allergy to nickel ++, negative for chromium and cobalt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: (B)(4) (MFR number 2951250-2019-00605) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporters (case is potential legal), start and stop date of essure added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 26-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C68792) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ pain, cramps in abdomen"), abdominal distension ("lower abdominal swelling"), paraesthesia ("tingling in upper limbs"), neck pain ("neck pain"), the first episode of menorrhagia ("marked menorrhoea"), the second episode of menorrhagia ("menorrhagia/ heavy menstrual bleeding with intense pain"), dysmenorrhoea ("heavy menstrual bleeding with intense pain"), tinnitus ("tinnitus"), ear discomfort ("plugged ears"), allergy to metals ("allergy to nickel"), fatigue ("constant chronic fatigue"), dizziness ("dizziness"), uterine cervical pain ("constant cervical pain") and rash pruritic ("plaques of spots come and go with itching"). At the time of the report, the pelvic pain, abdominal pain, abdominal distension, paraesthesia, neck pain, the last episode of menorrhagia, dysmenorrhoea, tinnitus, ear discomfort, allergy to metals, fatigue, dizziness, uterine cervical pain and rash pruritic outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dizziness, dysmenorrhoea, ear discomfort, fatigue, neck pain, paraesthesia, pelvic pain, rash pruritic, tinnitus, uterine cervical pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: following placement of the essure inserts, her body changed and various health problems arose. The symptoms started after placement and have worsened over time. She did not have allergy tests for nickel prior to placement of the inserts, and it turned out the allergy specialist confirmed an allergy to nickel. Removal of essure inserts on-going. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: positive for allergy to nickel ++. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-dec-2017: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C68792) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ pain, cramps in abdomen"), abdominal distension ("lower abdominal swelling"), paraesthesia ("tingling in upper limbs"), neck pain ("neck pain"), unevaluable event ("marked menorrhoea"), menorrhagia ("menorrhagia/ heavy menstrual bleeding with intense pain"), dysmenorrhoea ("heavy menstrual bleeding with intense pain"), tinnitus ("tinnitus"), ear discomfort ("plugged ears"), allergy to metals ("allergy to nickel"), fatigue ("constant chronic fatigue"), dizziness ("dizziness"), uterine cervical pain ("constant cervical pain") and rash pruritic ("plaques of spots come and go with itching"). At the time of the report, the pelvic pain, abdominal pain, abdominal distension, paraesthesia, neck pain, unevaluable event, menorrhagia, dysmenorrhoea, tinnitus, ear discomfort, allergy to metals, fatigue, dizziness, uterine cervical pain and rash pruritic outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dizziness, dysmenorrhoea, ear discomfort, fatigue, menorrhagia, neck pain, paraesthesia, pelvic pain, rash pruritic, tinnitus, unevaluable event and uterine cervical pain to be related to essure. The reporter commented: following placement of the essure inserts, her body changed and various health problems arose. The symptoms started after placement and have worsened over time. She did not have allergy tests for nickel prior to placement of the inserts, and it turned out the allergy specialist confirmed an allergy to nickel. Removal of essure inserts on-going. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: positive for allergy to nickel ++. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-aug-2017 for the following meddra preferred term: pelvic pain - analysis in the global safety database revealed 3528 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.